Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are previous complaints on this device. Analysis of the returned device was completed on (B)(6) 2024: the pump's event log was pulled as part of the investigation and upon review it was noted that there was no abrupt power off was found in the log, as reported by the end user. A 92 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, using the current parameters of 92 over 46 hours, at a rate of 2 ml per hour. The infusion successfully completed and the pump did not power off abruptly before finishing. Upon further investigation there were no loose connections or components inside of the device. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, device performing to specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Manufacturer narrative:
This MDR is being submitted to make corrections from the previous follow up MDR submiited. Corrections made are as follows: added information in section b5. Corrected sections e2 and e3. Made corrections in section g2 report source from previous MDR files submitted. Also added information in section h7 and h9. Made some changes in section h6 adverse event problem codes.

Event description:
On 04/01/2024, infutronix received a report that a pump had power issue - device powers self off. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was returned on 4/11/2024. Detail of evaluation can be found in section h11 of previuos MDR followup which was already submitted.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available

Event description:
On 04/01/2024, infutronix received a report that a pump had power issue - device powers self off. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was requested to be returned.